Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked top of case by handle and front right corner. Cracked battery door and right plunger case. Customer?s reported issues was duplicated during power-up process. Depleted battery alarm was found and charging battery still receives depleted battery alarm. Top of case was physically damaged. The root cause of depleted battery alarm was found to be normal wear; device was over eight years old. Physical damage was caused by the customer. Actions taken to mitigate the reported issue: replaced and fully charged the battery. Replaced top of case. Performed preventive maintenance and all functional tests which passed. D4: UDI information is unknown.

Event description:
It was reported that battery not charging event occurred and case is cracked. No patient injury reported.